Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: (B)(6). Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgical prep on, pv did not spray. Leaking battery found during evaluation. There was no patient involvement, injury, or delay reported. Saline had adequate placement. Ira requested for product return. Due diligence information complete.